Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple noise episodes were noted. It was suspected that the lead was damaged. On (B)(6) 2016 it was decided to revise the rv lead but it was then discovered that the pulse generator's header was the source of the noise and not the lead. The physician tested the device header by placing a ventricular lead in the atrial channel and no noise was seen. Upon placing the atrial lead in the ventricular channel and noise could be reproduced. The device was successfully explanted and replaced. The patient was doing fine post surgery.